Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy. The customer advised that when performing the device user test, they heard a strange sound and then the device was unable to complete the test. Thereafter, the device was unable to deliver defibrillation therapy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy. The customer advised that when performing the device user test, they heard a strange sound and then the device was unable to complete the test. Thereafter, the device was unable to deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number: (B)(4).

Manufacturer narrative:
The third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the biphasic pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy. The customer advised that when performing the device user test, they heard a strange sound and then the device was unable to complete the test. Thereafter, the device was unable to deliver defibrillation therapy. There was no patient use associated with the reported event.